Manufacturer narrative:
(B)(4) (new incision), (secondary surgery), (repositioning of lens). (B)(4) - size incorrect for patient - (lens explanted), (vaulting), unintended movement. Lens remains implanted evaluation method - work order search. Results; a lens work order search was performed and there were no similar complaints found within the work order. Conclusion: based on the complaint information and work order search, we are unable to determine a specific root cause of the event. (B)(4)

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens in the patient's right eye (od) on (B)(6) 2015. The lens rotated and was repositioned. The surgeon plans on exchanging this lens for a longer length due to low vault. The patient's last bcva on (B)(6) 2015 was 20/25.

Manufacturer narrative:
A lens work order search revealed there were no similar complaints within the work order. Medical review - clinical studies have shown that toric icl rotation occurs in (B)(4) of patients where a ticl has been implanted. Several factors may contribute to this phenomenon (i.e. Patient's anatomical structure, a short lens, haptic, position ect.). According to use fmea (failure modes and effect analysis) it has been determined that the inadequate vault is a consequence of wrong lens use failure mode (i.e. Improper white to white measurements, variability of the white to white measurements based upon different techniques utilized, improper sulcus to sulcus measurement (if ubm used), and patient condition; poor correlation of white to white measurement and length of ciliary sulcus in an individual case; irregular ciliary sulcus or ciliary sulcus cyst, ect). The most probable cause of this event was low vaulting secondary to a short lens. Based on the complaint information, work order search and medical review, a probable root cause of the inadequate vaulting has been determined to be related to inaccuracy of the white to white measurement or mismatch between white to white and the sulcus to sulcus diameter. The lens remains implanted. (B)(4).